Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast reconstruction procedure with a mentor cpx 4 breast tissue expander with suture tabs 550cc device that deflated after implantation. When trying to finish the expansion of the device, it was observed that the left expander had cracked. In addition, the patient developed capsular contracture (baker grade IV) in her left breast. As a result, the patient underwent explantation on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 1.3 cm on the anterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Mentor performs 100% inspection and testing of all devices prior to release. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. (B)(4).

Manufacturer narrative:
On 10/19/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4)